Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Biomed tech. Called in for help on 8100 unit getting error ail error, unable to run any test on unit, explain to customer he can clean the ail sensor, try the test if still get the same error sensor needs to be replace once replace still get the same error unit will hav eto be sent in for services repair. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: biomed tech. Called in for help on 8100 unit getting error ail error, unable to run any test on unit, explain to customer he can clean the ail sensor, try the test if still get the same error sensor needs to be replace once replace still get the same error unit will hav eto be sent in for services repair.